Event description:
A customer reported that on (B)(6) 2011 the datalink/dl2000 data manager modified an instrument generated c-reactive protein sample result of '<150.0 mg/l' to '<0.5 mg/dl'. The original sample result was accompanied by a "lt" instrument message standing for "out of ordac range low." The dl2000 had an application configurable rule to modify any result that contained the 'lt' message to '<0.5 mg/dl'. It is unknown as who configured this rule in the datalink/dl2000 data manager. The dl2000 processed the result correctly according to this incorrectly established rule. An erroneous result was generated and reported from the laboratory however, there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon retest of the sample in a diluted form on the same instrument, a value of "101.0 mg/l" was obtained, regarded as valid, and an amended report was issued. No sample collection/handling information, system calibration/quality control information or patient demographics were provided for this event. Actual patient data was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of instrument programming indicated that the datalink/dl2000 data manager correctly processed the sample using an incorrectly configured rule of "if crp <5.0 crp.flag contains <5.0 or crp=lt,then result('<5.0';valid." The customer disabled the involved software configuration rule so that the datalink/dl2000 data manager would not convert these types of "lt" flagged results. The root cause of this event appears to be an incorrectly configured rule.